Event description:
It was reported that the shock lead impedance of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system was high out of range. Technical services (ts) analyzed device trend data and found that there were a few excursions that were out of range but the impedance stayed generally stable. No adverse patient effects were reported. Currently, this ICD system remains in service.